Event description:
It was reported that the right ventricular (rv) lead had exhibited a high threshold measurement. In-office testing revealed thresholds were within normal limits. No changes were made and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.